Event description:
The customer reported that he missed an anti-e and anti-cw when testing with ahg anti-igg solidscreen ii on tango optimo. The customer has neither returned the patient sample that had caused a false negative test result nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of ahg anti-igg solidscreen ii with different controls and samples. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication that the affected tango optimo is causative for the reported problem.

Manufacturer narrative:
This is our combined initial and final report on this incident.